Event description:
Nellcor puritan bennett received a call from facility on 3/30/1999. Facility called to report the following problem: no volume delivered with the light emitting diodes on and constant single tone alarm.